Manufacturer narrative:
Based on the meter memory, the initial result of 6.6 inr was obtained at 11:25 a.m. And the result of 4.5 inr was at 11:26 a.m. Additionally, the result of 4.4 inr mentioned from the initial report was obtained on (B)(6) 2016 at 5:10 p.m. The customer returned the meter and test strips. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. No error messages occurred. The returned material and the retention material meet the specification.

Event description:
The customer complained of erroneous results when she tested on her coagucheck xs meter with serial number (B)(4). The initial result at 11:24 a.m. Was 6.6 inr. The customer tested again on the same meter at 11:25 a.m. And the result was 4.5 inr. The customer saw the qc checkmark for these results. The customer didn¿t think either result was correct. The customer¿s therapeutic range is 2.5-3.5 inr. The customer is not on heparin or any other direct thrombin inhibitors. She does not have any antiphospholipid antibodies. No adverse event occurred. The customer currently has a headache but is otherwise feeling fine. The suspect product has been requested for investigation. Relevant retention test strips (lot 119118-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.